Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported patient had experienced diffuse lamellar keratitis in the unknown eye after lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment, confirming device meets specifications. The review of logfile shows all laser system functions were within specifications. The vacuum checks, the energy checks and the ablation checks were performed successfully without issues. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the available period shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Most recent preventive maintenance from field service engineer was on twenty eight march current year. No technical root cause was identified for the development of diffuse laminar keratitis, as the product was found to be within specifications. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).